Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 7.0mmol/l. The alarm did not occur after the device was exposed to moisture. The buttons were not help for three minutes or longer. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was received with cracked case at display window corners and battery tube threads. The device was received with minor scratched display window. The device was received with missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.